Manufacturer narrative:
The event device is anticipated to return. A follow up-report will be provided upon completion of the investigation.

Event description:
Procedure performed: "davinci hernia repair". Event description: "I am writing this email to report an incident on (B)(6) 2018 here at our hospital. Dr. [Doctor's name] was doing a davinci hernia repair and was inserting the first trocar when the tip of the trocar broke. The ref. No. Is (B)(4) with lot #1310295. It was a kii fios first entry trocar. Dr. [Doctor's name] states that there is a good possibility that there could be a piece of plastic still in the patient. I contacted my rep., [rep's name], who instructed me to send this email. The case was aborted and the patient is doing fine. Additional information was received via telephone from account manager on (B)(6) 2018 at 7:19 am. The device will be returning. The surgeon was using the device as intended going in optically with the insufflation on. The patient had a lot of issues including multiple adhesions inside the body. The case was unable to be completed because the patient would have to be opened up due to multiple complications and the medical staff was uncomfortable about the patient making it through the case. They decided to abort on the case. Additional information was received via email from account manager on (B)(6) 2018 at 3:54 pm: the tip fracture is in relation to the obturator. Type of intervention: the medical staff aborted on the case. Patient status: "patient is doing fine".

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant's experience could not be replicated or confirmed. In the absence of the event unit, it is difficult to determine the exact root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.